Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an MRI and it cut her pump off. This occurred at the very beginning of having her pump, but the date was unknown. It was noted that it took a manufacturer¿s representative 3-8 times to get the pump back on again, but the manufacturer¿s representative finally got it. The pump was used to infuse dilaudid at the time of event. No symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.